Event description:
It was reported that there was a device shift. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device had a very large proximal shift. The physician is reviewing the options for a percutaneous intervention or open-heart surgery. The patient has not had any treatments at this time and there were no complications that have occurred as a result of this event.